Manufacturer narrative:
Sections d4 and h4: the device serial number was requested but was not provided. Therefore an expiration date, UDI, and device manufacture date could not be provided. Manufacturer's investigation conclusion: the centrimag motor used at the time of the reported event was not returned for analysis. Multiple attempts to obtain the motor were unsuccessful. As a result, the reported event could not be confirmed and the root cause of the reported event could not be conclusively determined. Reports of similar events will continue to be tracked and monitored. Section 10, titled "emergency/trouble shooting", of the centrimag primary console operating manual states: "the recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support". No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This report addresses the motor. The primary console is reported under MFR. # 2916596-2018-05636. The centrimag motor is not a single-use device. The age is unknown. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was placed on extracorporeal circulatory support. It was reported that an audible alarm sounded with the monitor turned off. It was not possible to control the device or visualize the flow and revolutions per minute (rpm). It was verified that the motor was working and hemodynamic support was assured. The primary console was exchanged. No further information was provided.

Manufacturer narrative:
Section d3, g1, g2: corrections.

Manufacturer narrative:
The device was not returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.